Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pulse generator exhibited back-up vvi mode. The patient had claimed to have been around electromagnetic interference. The device was downloaded successfully and remained implanted. No other patient symptoms were reported.